Event description:
It was reported that the achieva ventilator failed to cycle and had to be replaced. The settings could not be reset and the unit had to be removed. There was no report of any pt harm or injury.